Event description:
It was reported that there was a nonunion with a broken condylar plate, which resulted in revision surgery. The twelve-hole 95 degree condylar plate was broken between the first and second hole proximal to the blade. A 4.5mm cortex screw was broken and left in the patient. The surgeon removed the plate and screws, replacing the plate with a fourteen-hole 95 degree plate. This report is for an unknown 4.5mm cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. This report is for an unknown 4.5mm cortex screw/unknown lot. Implant date: unknown. Part of broken screw removed on (B)(6) 2014 and part remained in patient; device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.